Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer had jammed and would not open. A field service engineer manually pushed the mini drawer from the back and adjusted the medications to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer won't open.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.